Manufacturer narrative:
Follow-up # 1 ¿ (10/14/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/26/2013 and 10/4/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (11/26/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/19/2013 and 11/21/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultramini meter was reading inaccurately low readings compared to another meter and compared a lab reading. This complaint was classified using the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred on (B)(6) 2013 at 12:30pm. The patient reported obtaining a reading of ¿423mg/dl¿ on the lfs meter compared to ¿over 500mg/dl¿ on another meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using self adjusting insulin to manage his diabetes. It is unclear if the patient made any changes to his normal routine on the day of the alleged issue. The patient reported at an unknown time, he felt ¿lightheaded and lethargic.¿ the patient reported on (B)(6) 2013, he was taken the emergency room (ER) at 12:50pm a blood glucose reading of ¿600mg/dl¿ was obtained and the patient was reportedly given insulin by a health care professional (hcp). At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement as the time of testing, the patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue he required treatment from a hcp for severely high blood glucose.